Manufacturer narrative:
The previously reported explant date is no longer valid as the lead remained implanted.

Event description:
New information indicates that there was loss of capture noted on the left ventricular (lv) lead. Upon further review, it was also noted that the dislodgement occurred after the patient underwent shoulder rehabilitation the lv lead remained implanted and the patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-01535. During follow-up, both the right ventricular (rv) and left ventricular (lv) lead were noted as dislodgement, resulting in increased capture threshold in both leads. Both the rv and lv lead were explanted and only the rv lead was replaced to resolve the event. During the revision procedure, there was also a helix extension issue noted on the rv lead. The patient was stable throughout the event and procedure.